Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 32x3.50mm, eccentric, in-stent restenosed target lesion was located in a moderately calcified and severely tortuous left anterior descending (lad) artery. Following advancement of a non-bsc guide wire, predilation was performed with a 3.0x8mm non-bsc balloon catheter. A 3.50x20mm promus element drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination identified a shaft hypotube break located 180mm distal to the strain relief. Hypotube kinks were also noted at various locations. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).